Event description:
In 2006, the customer kept getting an incorrect dialysate weight alarm and incorrect effluent weight alarm. They could not get the scale to calibrate correctly. The pt was on machine but pt had no issues. Treatment was terminated and the attending physician decided that the pt would not benefit from crrt therapy, so no further treatments were attempted. The pt expired on the next day.